Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger will be replaced by the hospital biomed engineer.

Event description:
It was reported that the 9400 system had an intermittent charger failure error message. No patient injury was reported.